Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose of 498 mg/dl. The customer stated he explained to the doctor he was running high and the doctor changed the basal rate settings. The customer was calling to be helped with setting the insulin pump. He was assisted with programming the settings. Troubleshooting was not performed. The device will not be returned for analysis.